Event description:
It was reported that the system could not make any x-rays and the monitor fluctuated from black to white. This prevented the system from producing a fluoroscopic image. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The cine disk was formatted during the service call. The system was tested and found to be working as intended and put back into service.